Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height pyxibus module controller (pmc) board was faulty, and this caused an issue that kept shutting down the main station. A field service engineer (fse) replaced pyxibus module controller board in the auxiliary system to resolve the issue. There was no issue on the main station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main unit had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.